Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that on (B)(6) 2014 a gamma 3 nail was implanted in to the patient at the (B)(6) hospital in (B)(6). Another surgery was needed on (B)(6) 2015 in fact at the time of removal, it showed secretion (during surgery) that came from the peri-implant tissue. Examination of granulocytes (white blood cell counts) positive in extemporaneous.

Manufacturer narrative:
Referring to the product inquiry all three implants (nail kit, lag screw and locking screw) are considered primary products. No further associated product was reported. According to the product inquiry the devices were not available for examination. A review of the device history records and sterilization documents of the trochanteric nail kit revealed no conspicuities; the item reported was documented as faultless prior to distribution. It should be noted that no physical failure / malfunction of the products in question was subject of the reported event, but a post- operative infection was diagnosed in (B)(6) 2015, approx. 14 months after implantation, followed by the removal of the implants on (B)(6) 2015. This case was presented to a consultant hcp for review. His comments: "a post-operative infection has occurred. In case of a gamma nail the infection rate is estimated approx. (B)(6). This is a common complication, which was not caused in the field of responsibility of stryker. From a clinical point of view there is no action required by stryker." Furthermore, the potential risk of infection caused by sterile (gamma sterilization or eo sterilization) packed stryker implants and instruments has been evaluated in general by the consultant hcp; his "clinical opinion" in excerpts: objective it shall be estimated in general from a clinical point of view, whether stryker devices, which have been delivered in sterile packed condition (gamma sterilization or eo sterilization), bear a potential risk to causing a bacterial contamination that may result in a manifest infection. Potential root causes for contamination and infection any kind of surgery bears the risk of infection. In trauma and orthopedic surgery with external or internal fixation implants or endoprostheses the infection risk varies between (B)(6) and (B)(6), exceptionally up to (B)(6) and beyond, mainly depending on the respective surgical procedure and the typical patient population. In some procedures infection rates up to (B)(6) (i.e. Pin-track infection in external fixation) are described in the scientific literature. Based on these estimations, the following estimation is given: in the case of a reported infection in a patient, who has received a sterile packed stryker implant, or when during surgery a sterile packaged stryker instrument has been used, the probability that this infection is caused in the sphere of stryker's influence is estimated less than (B)(6) (10 ppm) by implication, the probability that such an infection is caused in the sphere of the hospital or caused by any other fateful event is estimated greater than (B)(6). Recommended measures in the case of an complaint concerning an infection in relationship to a sterile packaged stryker device although there is a negligible probability that an infection has been caused by a sterile packed device by an event in the field of responsibility of stryker, the following measures are recommended in the case of a respective complaint due to formal reasons: review of the packaging process (prior to sterilization) documents, review of the sterilization documents, review of the storage and delivery documents. If none of the nominated documents offers a deviation, the affected sterile packed stryker device can be excluded as root cause of the reported infection with almost absolute certainty and no further action is required from a clinical point of view. In accordance to the above statement the packaging, sterilization and storage/delivery documents were reviewed for all implants reported; no abnormalities or deviations were found. A relationship to the reported infection can be excluded; there is no assumption that the reported stryker implants have caused the infection, which is also in accordance with the statement of the physician in the hospital who declares the organism that caused the infection to be known and concurrently excludes the implants to have caused the infection. Thus, a review of the event in line with the "checklist investigator" according to dqf 13-002 was deemed unnecessary. General technical aspects: if the sterile barrier of the package is opened or suspected being impaired (i.e. Transport issue or insufficient usage in hospital) the IFU instruct that in these cases the product must be re-sterilized in case of use. Sterilized stryker implants are granted to be sterile for five years (as visible on the labels) if the packaging is undamaged. General information from "gamma3 system risk management file, rev.3 / (B)(4)": "infection rates of gamma 3 nailing published in the literature are in a range of (B)(4). A significant infection caused by an unsterile implant due to insufficient sterilization by the manufacturer, insufficient reprocessing in the hospital or damaging of sterile barrier of the packaging can be nearly excluded. Most infections are caused by preoperative contamination in open fractures or by intraoperative contamination of the surgical field with adverse effect of reduced blood supply of fragments, hematoma, swelling and/or prolonged surgery time. Infections may be mild and self-limiting, requiring specific medication (antibiotics), or are severe requiring surgical revision or would result in a significant permanent harm (e.g. Chronic osteitis, infect related non-union).¿ based on the above observations a relationship between the subject implants and the reported infection can be excluded; there is no assumption that the reported stryker implants have caused the infection, which is also in accordance with the statement of the physician in the hospital, who declares the organism that caused the infection to be known and concurrently excludes the implants to have caused the infection. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product.

Event description:
It was reported that on 05.02.2014 a gamma 3 nail was implanted in to the patient at the (B)(6) hospital in (B)(6). Another surgery was needed on 30.06.2015 in fact at the time of removal, it showed secretion (during surgery) that came from the peri-implant tissue. Examination of granulocytes (white blood cell counts) (B)(6) in extemporaneous.